Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the moderately calcified and moderately tortuous right coronary artery. After pre-dilation was performed, a 3.5x12mm promus element stent was advanced but could not cross the lesion. Upon removal, the physician noted stent damage on the distal edge of the stent. The procedure was completed with a different device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).